Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted and replaced. The new lead was noted to be non-functional as high thresholds were noted on all of the quadripolar lead's electrodes. The new lead was turned off at implant and remains in situ. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.